Event description:
Customer reported that they experienced and unexpected gantry angle change before radiation treatment began. The therapist was acquiring the couch vertical/longitude/lateral parameters and accidentally selected the gantry rotation. This action acquired the current gantry angle, overwriting the planned angle. The therapist did not immediately notice the gantry angle change and applied the changes. Therefore, the first 4 fractions of the treatment plan were treated with an incorrect gantry angle. On the fifth day the therapist noticed the change and corrected the gantry angle. When treating with the wrong gantry angle, tissue not intended to receive radiation is exposed. The customer stated that they did not consider this serious injury to the patient, and subsequent treatment would be adjsuted to account for the dose error.